Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. A new cartridge was loaded to resolve the issue; however, customer then received a minimum fill notification after the user filled the cartridge with 160 units of insulin. The cartridge was reloaded to resolve the issue. Customer's blood glucose level was 200 mg/dl.